Manufacturer narrative:
On october 12, 2020, the mentor failure analysis lab received the device for evaluation. On october 20, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. The device was received in two pieces. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast reconstruction with mentor memorygel breast implant 450 cc and experienced a rupture and capsular contracture, baker grade unk on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6)2020.